Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please provide lot number. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that patient underwent an unknown procedure on an unknown date in (B)(6) 2024, and suture was used. During the procedure, there was detachment of the needle from the suture. No patient consequences have been reported. Further information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/5/2024. H3 investigational summary: the product was returned to ethicon for evaluation. The returned product revealed that it was received, one detached needle and one suture that pertained to product code k881h. During visual inspection of the detached needle, the swage area was noted with marks by a surgical instrument. The hole was examined under magnification and a suture was observed. In addition, the suture was inspected, and the end was noted to be cut probably caused by a surgical instrument. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned product determined that it was received one little needle suture piece that pertained to the product code k881h. During visual inspection of the returned sample, the swage and attachment area were noted to be as expected and the needle was still attached to the suture piece. The suture was examined, and the end of the suture was noted to be cut, probably caused by a surgical instrument. Due to the condition of the returned sample, the functional test could not be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.